Event description:
It was reported that the patient had to charge more than expected. This had been occurring over the past 2-3 weeks. She used to go about a week. It first switched to where she had to charge every couple of days and at the time of this report she had to charge every day. No falls, trauma, or any other cause of this was known. It was also mentioned that the stimulation sensation seemed to be more intense during the beginning of the charge and then the intensity would go down as the charge got lower. Stimulation was still being felt in the correct location and she had not adjusted any of the settings. Additional information received reported that the recharge interval had increased dramatically and had a fast onset. The battery was not holding a charge either. This had been occurring for 3 weeks. The last reprogramming was noted to be in the summer of 2014 but the clinician programmer said (B)(6) 2003. It was not ed that the patient had multiple groups. The patient had switched groups but the intervals remained the same. The patient historically used c most often. C1 had group impedance of 287 ohms at 4.118 milliamps. Electrode impedances were all noted to be between 800 a nd 1000 ohms at 0.7 volts. Nothing showed as out of range. At 3.0 volts, electrode impedances were fine as well. It was noted that the patient had peripheral nerve stimulation. All electrodes on the 1x8 lead were active. Charge statistics were reviewed. On (B)(6) 2015, the battery was charged to 75% with duration of 6 hours. On (B)(6) 2015, 50% was reached with duration of 1 hour. It was suspected that the recharger was providing inaccurate information about the implant charge level. No coupling issue was reported, with 8 coupling bars stated to be average. Additional information received that the patient received a replacement implantable neurostimulator recharger (insr) and the issue persisted. With the new insr, the patient was able to achieve a full charge, but the implantable neurostimulator (ins) would still deplete quickly. Checking the patient¿s settings was recommended so a longevity calculation could be performed. Follow-up determined that the patient was going to meet on (B)(6) 2015 for troubleshooting. Further follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was required, and if the issue was resolved. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead. Product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported the manufacturer representative met with the patient on the day of the call and the charging system was functioning as expected. The patient was charging every night to 100% and in the morning the following day it would be down to 75% likely indicating that the battery was depleting. The patient noted that when the battery was at 75% charge the stimulation ¿usually did not give as good of intensity¿ so they have to turn it up and that is when it starts to deplete. The patient was able to recharge normally and was receiving effective therapy. They received a new implantable neurostimulator recharger (insr) and it seemed to have resolved the problem. Their current settings were at 0.8v, 420us, 60hz, 181ohms, and 3.84ma. The recharge interval was calculated and gave an estimate of ~25 days. Upon return of the insr it was found the complaint was unverified and it passed bench testing. C100.